Event description:
The customer called for help with his contour system. He performed control tests prior to the call and alleged that he received a result of 300 mg/dl. The normal control range was not provided, but should be around 104-144 mg/dl. No adverse events were alleged. The customer was at work and did not have time to provide additional information before ending the call. No product will be returned at this time.